Event description:
Additional information was received that the event did not occur during patient use.

Manufacturer narrative:
Other, other text: additional information provided in b3, b5, h6, and h10. While performing a review of additional information provided by the customer, there was no patient involvement; therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0185115 is no longer considered reportable, disregard any reports associated with it.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is inaccurate. No patient involvement reported.